Event description:
The customer reported that the procedure performed was a diagnostic ultrasound endoscopy. Additionally, there was an ultrasound machine connected through pip port to the reported device. The customer reported that, in multiple times, sdi cable was replaced between the ultrasound and the device with a brand-new cable. It worked great but then, if the port moves in a certain way, it cuts out.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that picture and picture button on the front moves around and they lose the image during in some cases due to effect of failure due to several issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center experienced power issues, front panel issues, and switch issues which caused loss of image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found the feet of the top cover, the front panel, and the chassis need to be replaced due to corrosion, the scope socket was worn out causing a loose connecting with the scope, and a software upgrade was needed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.